Event description:
Related manufacturing reference number: 2017865-2022-01699, related manufacturing reference number: 2017865-2022-01700, related manufacturing reference number: 2017865-2022-01701. It was reported that the patient presented in clinic with a dislodged left ventricular (lv) lead. Lead dislodgement was confirmed by fluoroscopy. The lv lead was explanted. Two unsuccessful attempts were made to replace the dislodged lv lead. It was also noted that the right ventricular (rv) lead had dislodged during the procedure. The physician tried to reposition the rv lead; however, the rv lead exhibited difficulty in retracting and extending the helix. The rv lead was explanted and replaced. The patient was recovering.